Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ureteroscope, 7,5 fr. X 330 mm, 7°, 2 channels, straight ocular angle cleaning brush broke off. And was stuck inside the port with foreign material. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.